Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a loss of therapeutic effect and had impedance readings of >4000 ohms on some bipolar pairs. There was no accident or incident. Additional information has been requested from the healthcare professional.